Manufacturer narrative:
Two used suspect devices were returned for evaluation. Upon visual inspection the complaint was confirmed. The rotator was separated at the bond between the collar and the housing on only one of the returned devices. No defect was found on the second returned device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found one similar complaint for this lot number. The customer did not provide any information as to if this was the initial use of the device. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This subassembly was built prior to implementation of the noted corrective actions. Method: device history record was reviewed, complaint database was reviewed.

Event description:
The rotator on the high pressure tubing broke during use. Injector settings: 1-2 ml/sec for a total of 8 ml at 750 psi. No harm or injury was reported.